Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he had a blood glucose level over 400 mg/dl and wanted to know how much insulin to manually deliver. Customer reported that he had eaten pizza prior to the call, but was unsure if the insulin pump was functioning properly. The insulin pump was not replaced or returned for analysis.